Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: a review of the black box data could not be conducted due to moisture in the pump. There is no visible damage to the returned battery cap, and the battery cap was able to secure onto the pump. There was evidence of moisture behind the display and on the battery cap. The pump was unable to power on due to moisture in the pump. The pump was opened and there was moisture observe don the printed circuit board. Unrelated to the initial complaint, the battery compartment was cracked. The leak test failed due to a bolus button leak and a battery compartment leak. The audio bolus button cover was detached from the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.